Manufacturer narrative:
This report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a fracture fixation and repair of ac joint surgery for a lateral fracture utilizing a lcp clavicular hook plate 3.5. Plate lcp 7 hole 2.7 x 67mm; fracture fixation was added in surgery. For unknown reason, reoperation for hardware removal was reported. There was no union of fracture reported. Patient was reportedly did not follow postoperative instructions and performed unrestricted rom immediately following surgery, ended having an ac reconstruction by sports med. Patient outcome is unknown. No further information is available. This report is for one (1) unk - screws: cortex. This is report 7 of 11 for (B)(4).